Event description:
It was reported that the customer received a power source alert. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. There was no adverse impact to the customers blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.